Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker had a few surgeries due to device migration. Additional information obtained from the field which indicated that the patient had the device repositioned sub-muscular. The device remains in service. No additional adverse patient effects were reported.